Event description:
It was reported that a stent fracture occurred. The lesion being treated was located in the heavily calcified and angulated proximal circumflex to the left main artery. The target lesion was successfully rotablated then predilated with an unknown 3.0mm balloon. The physician then proceeded to implant a 3.5 x12mm promus premier stent from the proximal circumflex back into the left main artery. The physician was satisfied angiographically that the stent was well deployed, but recognized that he had to optimize the stent proximally to appose the stent to the larger left main artery. The physician pot-dilated the stent with a 4.0x8mm nc emerge balloon catheter followed by a 6.0x8mm nc emerge balloon catheter. Following post-dilation with the 6.0x8mm nc emerge balloon catheter, the stent appeared to be fractured in the proximal third of the stent. The procedure was completed by deploying a 4.0x16mm promus premier stent to cover the remaining lesion and the fractured portion of the 3.5 x12mm promus premier stent. No patient complications were reported and the patient remained well throughout the procedure and was discharged.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).